Manufacturer narrative:
Results: the quality engineer received one sample at the complaint handling lab. The returned sample was visually inspected and revealed a white bead on the shaft of the cannula. This white bead is likely the adhesive that binds the needle hub and the cannula together. A complaint history check was performed and no defects were found. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported there was foreign matter in fluid path way with a 25 g x 1 1/2 in. Bd¿ general use sterile hypodermic needles. No medical interventions reported.